Event description:
The customer reported that she lost everything and can not get to work the insulin pump. Had the customer to check the alarm history and she had an auto off and a low reservoir alarm. The caller stated that the maximum bolus should be setting at 25.0 units, but it is setting to 0.0 units. During the call, the customer stated being in the emergency room due to high blood glucose over 600mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call when the tubing clamp arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.